Manufacturer narrative:
The device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Device received with corroded battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was not blank currently. Customer stated that the insulin pump would not turned on. The troubleshooting was not completed because he was at work. The insulin pump will be returned for analysis.